Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (10/2021). Device pending return.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a procedure, the catheter was allegedly broken. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required investigation summary: one broviac s/l repair catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. The investigation is confirmed for device dislodgement and loss of bond as the repair kit comes packaged with the metal stent preloaded and glued in the distal end of the catheter, with a portion of the stent sticking out and also the stent that is completely inside a catheter fragment so the stent had migrated within the catheter. The investigation is inconclusive for catheter fracture as the compound split noted 23.0cm from the distal end of the luer appeared cut and striations were noted on the edges of the complete break noted on the catheter. Based upon the available information, the definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (10/2021), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.